Event description:
Reporter indicated a patient had high lead impedance readings at an office visit. The patient was asymptomatic. X-rays were reviewed by the manufacturer which showed the lead pin was not fully inserted past the connector block in the generator. The patient underwent a lead pin reinsertion surgery and the high lead impedance resolved. No devices were explanted.

Manufacturer narrative:
X-rays reviewed by the manufacturer; lead pin not fully inserted past the connector block of generator. Device failure is suspected, but did not cause or contribute to a death or serious injury.